Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture, failure to sense, noise oversensing and low pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.